Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on (B)(6) 2011 which places the approximate usage life at 5 years and 4 days . A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply output was too low and failed during pm check on high current. Warranty expired march 31, 2012. Unit failed during pm check on high current. Output was too low. Unit out of warranty, expired mar-31-12. Originally transacted to customer on (B)(6). (B)(6).

Manufacturer narrative:
It was reported by the customer rep that the product will not be returned. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply output was too low and failed during pm check on high current. Warranty expired march 31, 2012. Unit failed during pm check on high current. Output was too low. Unit out of warranty, expired mar-31-12. Originally transacted to customer on (B)(4). (B)(6).